Manufacturer narrative:
The suspect medical device is not expected to return for evaluation. The device has been discarded by the account. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were identified. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened.

Event description:
The account alleges that during a lung biopsy, an outpatient experienced an air embolism. The patient was intubated and transferred to ICU for further observation.